Manufacturer narrative:
Spacelabs r&d has reviewed logs. No failure found. R&d found the settings were manually changed at the xhibit central station. Investigation found that patient was being monitoring at two different locations. No risk or harm to patient. This report is complete and this particular issue is considered closed. Placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Nurse reports that prattville bed 128b (ch2254) had alarm limits that were normal and the patient was not alarming. The patient hr then went up to the 120 bpm range and the alarm limits changed on there own to meet the new range. Nurse reports that this happens a lot but they have only recently began reporting them.